Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys e2g 300 assay on the cobas e 801 module. The customer reported that one patient sample initially tested positive but was later determined to be negative based on confirmatory testing.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within its specified specificity of 99.88%. False-positive results are an expected occurrence at a frequency consistent with the assay's specificity. No additional data or statistical analysis was provided by the customer to evaluate whether the observed. Frequency of false-positive results exceeded the expected rate. The case was closed as no further information was available to support additional investigation.